Manufacturer narrative:
Crystallization was found on the procell/cleancell nozzles. The investigation determined the maintenance performed by the customer resolved the issue.

Event description:
There was an allegation of questionable low ferritin elecsys results from the cobas 6000 e 601 module that did not match the clinical picture/history. The samples were repeated in another laboratory on a cobas e602 analyzer. Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside of the laboratory. The reagent lot number was 647256 with an expiration date of 31-dec-2023.